Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The infection rate seen (60 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed an infection in left axilla. The patient experienced pain and soreness 6 days post miradry treatment. Due to pain and drainage in the left axilla, the patient went to an ER where she was prescribed oral antibiotics (bactrim) 12 days post-treatment. At 21 days post-treatment, the patient returned to the treating clinic who confirmed the patient's symptoms were resolving.